Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed and resulted in abnormal behavior of the device. There was no patient involvement.

Manufacturer narrative:
The authorized service provider evaluated the device. The device was not having a any faults. The customer was inquiring about an fco. There was no issue with the device. All applicable tests were done and the device is in perfect condition.

Manufacturer narrative:
The authorized service provider evaluated the device. The device was not having a any faults. The customer concern was about the fco86100212a. The client was not describing a problem, it was a misunderstanding. The fco is about a possible malfunctioning of the therapy switch, which can happen in 0,00005% of the time when the device is used. The document is merely exposing the possibility of malfunctioning and no further actions are needed. All applicable testes were done and the device is in perfect condition.